Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex device did not open during a procedure. The patient was undergoing flow diversion of a small unruptured saccular posterior communicating aneurysm that was previously coiled and recurred. Vessel tortuosity was described as severe. It was reported that while attempting to deploy the device the distal end of the device would not open. The physician decided to remove the device and use another. The pipeline resheathed and removed with the microcatheter. There were not any patient symptoms or complications associated with this event. No images available for review. Yes, dapt (dual antiplatelet treatment) was administered. The pru lever was 68. The angiographic result was very good post procedure. No patient injury was reported. The pipeline and any accessory devices were prepared as indicated in the IFU. The pipeline was positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. There was not any additional steps or other devices required to open the pipeline. Terumo 8fr, neuron max, phenom 27.